Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is experiencing pain at the ins site since at least friday and was so concerned about it that yesterday they went to their managing physician's office. They took an x-ray and said the device is in the correct spot but there was fluid around their bladder. Patient is in so much pain and burning sensation all around the implant site as well as radiating heat to the touch. The nurse recommended continuing with pain medication and said the fluid around the bladder would probably go away on its own. If patient is sitting, they are fine but as soon as they get up the pain is so intense. Patient is having to use a walker because they are unsteady on their feet. Patient said the nurse attempted to touch the area and it is swollen and raised quite a bit but you cannot even touch it without being painful. The nurse looked at it and said there were no signs of infection but could be erosion. However, they ordered and an x-ray which showed it was in the proper placement. Patient cannot bend over, load the dishwasher, sit down or get up easily on the commode. A cold pack is taking some of the intensity off and patient plans to continue taking pain pills. Since implant patient has had 3 urinary accidents at night and when they stand up there isn't hardly any stimulation. Patient reported they are not at 50% therapeutic effect yet. Patent requested assistance increasing amplitude and confirmed they were able to do so until they felt stimulation sensation. The patient was redirected to their healthcare provider to further address the issue. Patient has a follow up with their managing nurse practitioner on wednesday. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp and their staff saw the patient in clinic on (B)(6) 2022 and got them all squared away.

Event description:
Additional information received from patient. They reported were having to charge the handset a10e every two days that it isn't holding a charge. They said, the second the handset goes off they wake up soaking wet. I it was explained that the handset going dead shouldn't be related to having a return of symptoms, but transferred patient to mobility to assess what could be done to make the charge hold longer. Patient said, this has been going on since implant. Called the urology department and talked to them, been to the clinic and they had tried to adjust it. Patient said, they would be good for a couple days, and then it was like the dam broke and they were totally wet. They would get wet in-between those days but wasn't that much. Three weeks ago they really noticed from the time they got up until they went to bed, they had to go and change briefs 18 times and really wet every time. Patient wishes they never got the stimulator. Patient was tired of waking up wet every day. Walked caller through checking settings. They noticed stimulation running down butt cheek to thigh. Helped patient increase the amplitude to where it was comfortable. Told her to monitor the symptoms for a couple days and see if the symptoms improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.